Event description:
Pt was revised to address metalosis and wear of the head attributed to vertical positioning of the cup. Rather than revise the cup, which was well-fixed, a poly liner was implanted instead.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.